Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the second of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional states that the consumer experienced red eyes, eye pain, tearing in eyes, and got dark spots on eye which is affecting vision. Consumer visited the doctor, and an unspecified laboratory test was performed and confirmed green spots on the eyes and it might be keratitis of ulcer, no further additional information regarding the product is known at this time, the current status of consumer¿s eye is unknown. Additional information has been requested but not yet received at the time of report.